Manufacturer narrative:
It was reported that patient had an unrelated surgical procedure but didn¿t set the ipg into surgical mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Troubleshooting attempts to recover the ipg were successful. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information received identified that effective therapy was successfully restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgical procedure but didn¿t set the ipg into surgical mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Troubleshooting attempts to recover the ipg were successful.